Event description:
This is the second of two reports concerning the same pt during the same surgery. This report concerns (B)(4) (vu-epod inserter 12 mm). It was reported: "the 12 mm inserter was also bent (during transforaminal lumbar interbody fusion (tlif). Went down to smaller size without incident. There was a delay in surgery of 10 minutes. No pt injury or adverse consequence". Add'l info was requested numerous timers by integra.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.